Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: the customer reported that : "non-functional device as soon as it opens" the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be internal electrical component(s) failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.